Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "the adapter for that part of the scope broke off". The issue found at reprocessing. There is no patient involvement on this reported event. No harm was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 lot number (the lot number is not a valid lot number) no inspection has taken place due to an incorrect lot number and the device was sent back uninspected and unrepaired to the customer. The correct lot/serial number for the affected device could not be obtained. Therefore, a device history record review could not be performed. Based on the results of the investigation, it is likely that the event occurred due to excessive/unintended and/or frequent use. Olympus will continue to monitor field performance for this device.